Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification in a journal article of an evoque procedure in tricuspid position where post procedure the patient required a pacemaker to be implanted.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. The complaint for valve interacts with conduction system was confirmed with other empirical evidence via the information published in the medical journal, reported by an edwards clinical specialist. A device history review (DHR) is not required, no device lot number or serial number were provided. According to the IFU, conduction disturbances - potentially requiring treatment like a permanent pacemaker - are known risks. These events are often linked to pre-existing cardiovascular conditions and may be worsened by anesthesia or intra-operative medications. Other possible causes include coronary obstruction (e.g., air embolism, spasm, or edema near the av node). Transcatheter procedures can also trigger conduction issues due to direct interaction with cardiac structures, especially in predisposed patients. The valve's design, which applies radial force and anchor interaction to the septum, may contribute to such disturbances, though a definitive root cause cannot be determined. Since no manufacturing non-conformances were confirmed and no IFU/training deficiencies were identified, no corrective/preventative actions are required.